Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that daughter is having absorption issues with infusion sets. Customer has been experiencing high blood glucose; made adjustments to the insulin pump and this caused the low blood glucose. The blood glucose reading at the time of the event was 30 range. Caller thinks her daughter may have been stacking insulin. She was eating within short intervals and bolusing too much. The ride to the hospital was two hours, customer was given juice to drink. The blood glucose increased to 108 mg/dl. Customer will try new brand of infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.